Event description:
The device was received, evaluated and retained by this MFR. The engineering eval indicated the device was received in two segments. The shaft was broken 26.4cm from the distal tip. The shaft was damaged, elongated and punctured in the area of the break. A bubble test was performed on the balloon and no leaks were noted. This device displayed characteristics consistent with continual exertion, an elongated shaft. Follow up indicated continual exertion was applied to the catheter upon withdrawal. Co believes user technique, as well as pt anatomy, may have contributed to this event and do not attribute it to the device.